Event description:
Without first informing them, this company is requiring consumers buy only their extremely overpriced products before they will honor the warranty and there is no difference between their products and industry standard. The products they are selling is low quality and they are extremely overpriced as compared to manufacturers cost. I paid over (B)(6) for a unit and when I was investigating the warranty the man told me nothing about needing to buy only their products to keep it valid. When my unit quit working after no more that 10 uses they told me they would not fix or replace until I bought their replacement parts.